Manufacturer narrative:
The investigation for the reported system self-check error has been completed. Clinical review during preventative maintenance in field service the console failed to properly boot up after being upgraded. The logs revealed that the console failed to properly boot up (resulting in system self-check failure) because of communication issues with the power battery manager (pbm) circuit board. The failure mode was reproduced during power cycling the console. Check showed that it did not initialize properly. All cable connections were confirmed to be properly aligned in their respective connectors. Replacing the pbm resolved the bootup issue. The cause of boot up issue was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller had a system self check failure during a functional check. The software was upgraded, but the issue persisted. There was no reported patient involvement.